Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 102, 166, 151 and 298 mg/dl. The customer's expected fasting blood glucose test result range is 81 - 97 mg/dl. Customer stated he has only been using the truetrack meter for about a month. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 135 mg/dl and 153 mg/dl using truetrack meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 02/22/2019 and open vial date is 2 weeks. The meter memory was reviewed for previous test result history: result 1:163mg/dl date: (B)(6) 2018 time:8:37am fasting, result 2:201mg/dl date: (B)(6) 2018 time:10:26am fasting, result 3:114mg/dl date: (B)(6) 2018 time:7:29am fasting, result 4:298mg/dl date: (B)(6) 2018 time:3:57pm fasting, result 5:151mg/dl date: (B)(6) 2018 time:3:49pm fasting.